Event description:
Reportedly, the instrument did not function in an adequate fashion, it was difficult to open and close. A second device was used and the procedure completed without incident. No reported injury or ill-effects to the patient. Procedure: unk. Patient sex: unk.

Manufacturer narrative:
This lot number was included in the voluntary recall issued in 2004.